Event description:
The customer called and reported the insulin pump alarmed with compromised force sensor system. Customer also stated there was a chip missing at the top of the reservoir or battery compartment customer's blood glucose was 10.2 mmol/l. The insulin pump had not been dropped prior to the alarm occurring, but may have hit something. The drive support cap was sticking out. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to confirm other alarms due to the motor error alarms. The pump was received with broken battery tube threads, a broken reservoir tube lip, a missing reservoir tube lip o-ring, a cracked reservoir tube, a cracked reservoir tube window, a severely scratched display window, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.